Event description:
Customer called stating that the battery sign shows half low and is "messing everything up". The readings have been low (8 or 31 mg/dl). The customer just recently replaced the batteries. While on the phone a review of the system was conducted. From this review, it was determined that segments of the display were missing in hundreds position.